Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00159 on 30-jun-2021. Additional information (06-jul-2021): siemens reviewed the information provided and noted that the customer had no additional patient sample available for siemens to perform testing. Siemens was informed that the patient sample contains a rare genetic variant and concluded that the cause for a falsely depressed thyroid stimulating hormone 3-ultra (tsh3-ul) result on one patient sample is unknown. Siemens completed the investigation, and no problem was identified with the advia centaur xpt instrument. Siemens followed up with the customer and was informed that the tsh3-ul assay is running with no issues. The instrument is operating as specified. No further evaluation of the device was required. Siemens updated section h6 to include new codes for investigation findings and investigation conclusions. MDR 2432235-2021-00160_s2 was filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and did not specify the results obtained on the advia centaur xpt and advia centaur cp instruments are correct. Instead, the customer informed siemens of a higher result obtained on an alternate platform. The customer informed siemens that a multidiluent (mdil15) was used for a series of tests with tsh3ul, resulting in <0.005 miu/l. Furthermore, the customer stated that the tsh3ul result for the patient is low since 2018, and because of the low result, the patient is undergoing thyroid medication. Siemens is investigating. MDR 2432235-2021-00160 was filed for the same event.

Event description:
The customer observed a discordant falsely depressed thyroid stimulating hormone 3-ultra (tsh3-ul) result of 0.005 miu/l on an advia centaur xpt. The result was reported and questioned by the physician(s). The customer sent the same sample to an alternate laboratory for repeat testing and obtained a 0.005 miu/l result on an advia centaur cp. The customer performed additional repeat testing on an alternate platform and obtained a result of 40 miu/l. The customer did not specify which result is considered to be correct, and no corrected report was issued to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely depressed tsh3-ul results.